Event description:
It was reported that the warmer had a faulty microswitch. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in with a bent microswitch. No other visual damages. Performed a visual inspection, the microswitch was bent. The root cause of the reported issue was found to be a bent microswitch. Actions were taken to mitigate the reported issue: replaced microswitch assembly.